Event description:
Customer reported unexpected negative results when testing 3 samples on the galileo. Sample 1 (B)(6). Sample 2 (B)(6). Sample 3 (B)(6).

Manufacturer narrative:
Review of instrument results: sample 1 (B)(6). Sample 2 (B)(6). Sample 3 (B)(6). A service call was made. Performed galileo unexpected reaction checklist. Replaced the light bulb on the reader. Cleaned the centrifuge counter weights. Verified centrifuge speeds. Cleaned the washer manifold. Instrument was tested and is operating as expected.